Event description:
Amt gj tube was leaking at one of its ports. Manufacturer response for amt g_j tube, amt gj tube 14 fr 1.0cm , 15cm (per site reporter): providing a shipping label for shipping. Stated these devices generally are for short term 3-4 months.